Event description:
Reporter alleged blood glucose device was reading higher for the past 3 weeks and doctor had increased current dosage of insulin as a result. It was stated when going back to the doctor; their result measured 81 mg/dl compared to the customer's meter reading of 236 mg/dl when testing was performed back to back. No actions were taken or treatment rec'd reportedly as a result. Customer stated after insulin dosage was changed, he felt low blood glucose symptoms even though results were high, however no adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.